Manufacturer narrative:
Pump received with moisture damage on electronics assembly, corroded motor home switch, cracked battery tube thread, and broken belt clip slot noted. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump has moisture damage. Customer's blood glucose was unknown at the time of incident. No further information was provided.